Manufacturer narrative:
Additional information: a medtronic representative reported that the site still has the clamp and they are still using it. It was user error and not a malfunction. The site will not be replacing the instrument at this time. When the rep checked the instrument she was also unable to replicate the issue and she believes the instrument was not assembled correctly when the issue was initially reported. Correction: on 06/01/2016, the above information was received which clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, sterile processing manager, reported receiving their suretrakii tray with a note saying "it is not staying tight." The sterile processing manager was unable to reach out to the person that wrote the note, and does not know which instrument is being reported as damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.